Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user primed the tubing to remove air bubbles. Reportedly, the user did not test their blood glucose level.